Event description:
It was reported by the assistance surgeon that they had a revision surgery due to a broken gamma nail.

Manufacturer narrative:
Evaluation summary: the returned devices matched the report and the nail breakage was confirmed. Failures in material or manufacturing of the affected nail returned were not found. Dimensional examination revealed no deviations in the relevant undamaged areas of the nail returned. The affected item reported was documented as faultless prior to distribution. Thus, we exclude deviations in material and manufacturing. According to the damage and the evidences of the breakage surfaces, the nail broke in a fatigue fracture due to axial overload after an implantation period of 4 months. According to the medical records received the surgeon stated on (B)(6) 2014: ¿(¿) increasing varus deformity of the pathologic fracture, no signs of bone consolidation.¿ further, he diagnosed ¿subtrochanteric metastasis femur¿. The information received and the x-rays were forwarded to a hcp for review. He commented among others: ¿in this case bone healing was not to be expected. (¿) if expected bone healing does not take place (as evidently in this case) there is an increased risk that a fatigue fracture of the gamma nail occurs due to prolonged overload by the patient; the nail can no longer fulfill its function for bridging and internal splinting of the fracture. In addition to the consequences of the fall the patient suffered from a pathologic subtrochanteric femoral fracture. Therefore, the main reason for this occurring fracture was less an adequate accident but rather a progressive destruction and weakening of the bone by a metastasis of a renal cell carcinoma. In case of such pathological fracture normal bone healing is very unlikely, even with optimal surgical treatment (e.g. With a gamma nail). Based on the above the nail breakage is not linked to a deficiency of the device, but is rather considered patient related (insufficient bone healing / non-union contributed by high axial load) after an implantation period of 4 months).

Event description:
It was reported by the assistance surgeon that they had a revision surgery due to a broken gamma nail.

Manufacturer narrative:
Once the investigation has been completed any additional information will be reported in a supplemental report.